Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that, during a cori procedure, after distal burring medial condyle and portions of lateral condyle, while in exposure control, they experienced a poor spinning bur. The camera was seeing tracker and drill appropriately. The surgeon was pressing down on drill pedal, but the bur was struggling to spin. They did not see any error messages present. But the drill was noticeably not spinning the bur in the manner expected. They removed the guard and checked for obstruction. They flushed and sprayed the bur and attachment to remove any bone. They attempted again and noticed the same behavior. The procedure was completed with a delay fewer than 30 min using a saw, since enough bone was already removed. After the case, they did a diagnostics test and tests failed in 3 of 5 tests.